Event description:
It was reported that there was a failure to infuse after initial programming, followed by over infusion of medication after a second attempted programming. At 0848, an initial infusion of vancomycin was programmed. The medication failed to infuse. At 1626, a 2nd infusion of vancomycin was programmed. The vancomycin was intended to infuse at a rate of 166.7ml/hour. With a volume to be infused of 250ml/hour. However, the infusion was completed within 30 minutes when it was expected to infuse over 90 minutes. There was patient involvement, but no harm reported.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: date of event, medical device operator, concomitant med prod data. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes and manufacturer narrative. Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report issue of an over infusion of vancomycin was not confirmed or replicated during laboratory testing. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. Occluder spring test was performed on the suspect pump module, but no signs of excessive bubbles or continuous stream were observed. No external or internal conditions were identified during the inspection of the suspect pump module (s/n: (B)(6) that could be associated with the issue reported in this complaint. All inspected parts were manufactured by bd. The reported pump modules and concomitant pcu logs were retrieved from the systems to ascertain event details associated with the reported issue. The event date was 30sep2025, and two infusions were reported: at 08:48 am and 04:26 pm. A review of the suspect pump module and concomitant pcu error log showed no errors or malfunctions on the day of the reported event or any day around. The facility reported that a pump module administered the incorrect amount. The nursing staff were making two attempts to program the suspect device. First, they programmed an infusion, and the pump module did not infuse anything. Second attempt, the nurse programed a rate of 166.7ml/h for a 250ml bag which resulted in an estimated 90 minute infusion, and the pump infused the medication in less than 30 minutes. At 8:46 am the pcu (s/n: (B)(6) was powered on and the two involved pump modules were attached. From 8:59 am to 9:00 am the suspect pump module was programmed manually two infusions. Primary basic infusion with rate = 3 ml/h and volume to be infused (vtbi) = 6 ml; secondary infusion was programmed with the vancomycin drug, drug amount = 750 mg, volume = 250 ml, rate = 166 ml/h, the pvi was 251.049 ml and svi was 0 ml; the secondary infusion lasted one hour and half and infused 250.022 ml. At 10:31 am the primary infusion started; primary volume infused (pvi) = 251.049 ml and secondary volume infused (svi) = 250.022 ml. At 11:04 am the infusion stopped; pvi = 252.693 ml and svi = 250.022 ml. Then the system was powered off; total volume infused (tvi) = 502.715 ml. At 4:27 pm the pcu (s/n: (B)(6) was powered on and the two involved pump modules were attached. At 4:30 pm the suspect pump module was programmed manually into two infusions. Primary basic infusion with rate = 3 ml/h and vtbi = 9 ml; secondary infusion was programmed with the vancomycin drug, drug amount = 1.5 grams, volume = 250 ml, rate = 166.667 ml/h, the pvi was 252.716 ml and svi was 250.022 ml; the secondary infusion lasted nineteen minutes and infused 51.521 ml. From 4:49 pm to 5:05 pm the suspect pump module alarmed with the event infusion air in line; pvi = 252.716 ml and svi = 301.543 ml. Then the key channel off was pressed and infusion stopped. At 5:06 pm the system was powered off and tvi = 554.259 ml. Bd alaris system user manual (v12.3), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, gloves) is enclosed or caught in the pump module door. Prepare the secondary container by closing the roller clamp on the secondary tubing and spiking the secondary container. To backprime, lower the secondary container to a level below the primary container. When the infusion starts, ensure drops are falling in the secondary drip chamber and no drops are falling in the primary drip chamber. If flow from the primary container occurs, the primary container may need to be lowered on an additional hanger. Secondary flow rates of 500 ml/h or higher may result in unwanted flow from the primary container. Backpriming of glass or semi-rigid containers may wet the vent, so it is not recommended. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module. This is not a function of the event log; it only can reflect the input information it receives either manually or remotely with respect to volume to be delivered. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported over infusion of vancomycin was not determined. A thorough laboratory test and review of the device logs did not confirm any issues that would explain the reported over infusion. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a failure to infuse after initial programming, followed by over infusion of medication after a second attempted programming. At 0848, an initial infusion of vancomycin was programmed. The medication failed to infuse. At 1626, a 2nd infusion of vancomycin was programmed. The vancomycin was intended to infuse at a rate of 166.7ml/hour. With a volume to be infused of 250ml/hour. However, the infusion was completed within 30 minutes when it was expected to infuse over 90 minutes. There was patient involvement, but no harm reported.